Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after eating animal crackers without announcing a meal on the ilet pump; review of device reports showed automated correction deliveries in progress, and troubleshooting and education were provided on the need to announce meals. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included review of device data and user interaction for education. Investigation of this case revealed normal device function with appropriate automated correction for a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.